Manufacturer narrative:
D4: the the UDI number is unknown because the part and lot numbers are not available. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a surgery to install a new mobi-c at the adjacent level, it was discovered that a previously implanted mobi-c at c4-c5 had a fractured core and an anteriorly migrated superior plate. The mobi-c had been implanted approximately two years prior, and the patient was asymptomatic. The c4-c5 mobi-c was removed and replaced with a fusion device and the new mobi-c was placed at c5-6 as planned. There was a 60 minute delay to the procedure to perform the unexpected revision.